Manufacturer narrative:
The manufacturing records were reviewed and no relevant nonconformities were found. Nevro submits this report in compliance with FDA¿s medical device reporting regulations under 21 cfr part 803. Nevro has complied with regulatory investigation requirements and is submitting all information that is reasonably known to us at this time. However, we may not have been able to confirm this information or complete the investigation within the timeframe for filing this report. We may have given no response or an incomplete response to certain questions because we do not currently have information available to provide a complete response. If we later obtain any required information that was not available at the time of this initial report, we will submit a supplemental report. This report is not an admission by anyone that the product described in this report was defective, that it malfunctioned, or that it caused or contributed to the event described in this report. We may conclude that the device had no defect, did not malfunction, or did not cause or contribute to a reportable event. Some of the items on this form include forced-choice terms used by the FDA for reporting purposes that do not necessarily reflect nevro¿s conclusions about the causes or nature of the event. This statement should be included with any freedom of information act response.

Event description:
It was reported that when the physician tried to place the lead during the trial procedure, the lead fractured and the distal end of the lead remained in the patient. The trial was completed successfully and the detached portion of the lead will likely be removed at the time of the permanent implant surgery. There have been no reports of further complications regarding this event.

Manufacturer narrative:
The device was returned and analyzed. Per complaint description, the failure occurred during the placement of the lead while within the insertion needle. Based on the direction of the discrete scratch/cuts and damage to distal end, the cause of the damage is likely due to something with a sharp edge such as the needle tip. The lead was most likely damaged during the withdrawal process. No anomalies were observed with the returned insertion needle and it was found to be within specifications. The manufacturing records were reviewed and no relevant nonconformities were found.  Nevro submits this report in compliance with FDA¿s medical device reporting regulations under 21 cfr part 803. Nevro has complied with regulatory investigation requirements and is submitting all information that is reasonably known to us at this time. However, we may not have been able to confirm this information or complete the investigation within the timeframe for filing this report. We may have given no response or an incomplete response to certain questions because we do not currently have information available to provide a complete response. If we later obtain any required information that was not available at the time of this initial report, we will submit a supplemental report. This report is not an admission by anyone that the product described in this report was defective, that it malfunctioned, or that it caused or contributed to the event described in this report. We may conclude that the device had no defect, did not malfunction, or did not cause or contribute to a reportable event. Some of the items on this form include forced-choice terms used by the FDA for reporting purposes that do not necessarily reflect nevro¿s conclusions about the causes or nature of the event. This statement should be included with any freedom of information act response.